Manufacturer narrative:
Other applicable components are: product ID 978a128 ,lot# va2bzvv ,implanted: (B)(6) 2021 , explanted:(B)(6) 2022, product type: lead ,ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing painful stimulation. Patient reportedly had a fall. The hcp's office reports that they attempted to manipulate the program and amplitude but it didn¿t resolve the pain. Removal of existing implants and replaced with new implants. No further  complications were reported at this time.